Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis performed during service and repair of the device confirmed that the upper and lower cases were broken. It could not be confirmed that the device displayed an error due to the device would not power up. It was noted that the battery release was contaminated, the ring and side bail covers were broken, the ring bail was missing, the battery contacts were damaged, and the battery drawer was broken. Also, the main printed circuit board (pcb) was replaced in accordance with the field action, due to the device not being able to power up. Further analysis was performed on the main pcb. This analysis did not witness any operational or visual anomalies. (B)(4).

Event description:
It was reported that the external pulse generator had cracks in its case, generated a self-test error 0004 and shuts off, even with a new battery. The generator was returned for service. There was no patient involvement.